Manufacturer narrative:
An event regarding disassociation and fretting involving a accolade stem was reported. The event was confirmed by clinician review of the x-ray provided and the photo of the explanted stem. Method & results -product evaluation and results: the reported device was not returned however a photograph was provided for review the photograph shows a recently explanted stem with what appears to be blood and tissue on it. Pencilling of the proximal tip of the trunnion is present on the stem. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray provided confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem with what appears to be blood and tissue on it. Pencilling of the proximal tip of the trunnion is present on the stem. The accolade stem was implanted with a metal head which has been identified to be within scope of nc and CAPA. Refer to the CAPA for further details. The root cause analyses identified a process related anomaly of the metal head as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the 36 +5 lfit v40 metal head and accolade stem. Intra-operatively, metallosis was also observed. The head, stem, and liner were revised (rep confirmed there are no allegations against the liner) to a restoration modular stem construct with a ceramic head and adm/mdm liner construct.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the 36 +5 lfit v40 metal head and accolade stem. Intra-operatively, metallosis was also observed. The head, stem, and liner were revised (rep confirmed there are no allegations against the liner) to a restoration modular stem construct with a ceramic head and adm/mdm liner construct.